Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Explant date: na. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -08.50/+1.5/004 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens was reported as having low vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Explant date: na. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -08.50/+1.5/004 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens was reported as having low vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR b5 - "the lens was replaced with a longer length/ same model lens on (B)(6) 2022. This resolved the problem." Should be added to the initial MDR. D6b - explant date (B)(6) 2022 should be added to initial MDR. H1 - corrected to serious injury in initial MDR. H6 - corrected to health effect - impact code: 4629. Claim #(B)(4).